Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open inguinal hernia repair procedure, when the surgeon removed the mesh from packaging, the flap tore completely off and looks like it was not sewn together properly. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.